Event description:
The pt reported, that he is receiving an e10 (cartridge error) while attempting to change the insulin cartridge. The pt was instructed to press the menu button until the screen displayed "change the cartridge." He was then instructed to press the check button and then to press and hold the check button again for 3 seconds. The screen displayed "returning piston rod" but the piston rod did not move and the pt was not able to hear the motor running. "Cartridge error, reinsert cartridge" was then displayed on the screen. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.